Manufacturer narrative:
Problem is currently found in two separate lots of the glucopro syringe: 0e17c and 0e26g. Both lots have been recalled, but we have not yet received a recall number.

Event description:
Fluid on the screen of insulin pump from leaking syringe. Blood glucose level 219.